Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the upper jaw broken and with a small piece still attached to the device. The remaining jaw was not returned with the complaint. The device was connected to the generator and it was recognized. Because the jaw was damage not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the surgeon was performing the procedure when the enseal jaws got stocked (opened), he tried to close the jaws but the trigger wasn't responding, then the jaw broke. The surgeon used bipolar energy instead of the enseal to complete the procedure. No consequence to the patient.